Event description:
It was reported that during an unk procedure, the device jammed. Another device was used to complete the case with no pt consequence.

Manufacturer narrative:
Date sent: 05/27/2009. Malformed clips. Eval summary: the analysis found that the el5ml device was returned in good visual condition. The instrument was cycled, fed and formed 1 clip conforming, 4 double feed and 2 malformed clip due to a bypass issue. In addition the orange indicator did not show up. The device was disassembled to verify the condition of the internal components and no anomalies were found. A batch/lot record review was performed and the batch met all final acceptance criteria. A design change plan has been initiated to address the root cause of the firing issue. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted.